Event description:
It was observed, during the device inspection. That the flex deflectable videoscope exhibited image disappearance, during angle operation. And image disappearance, due to noise. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the information provided for the investigation, the probably cause ise most likely attributed to damage to the charged coupled device unit resulting in the noise occurring with no image during angulation. Based on the investigation results, a definitive root cause could not be determined. The subject events can be detected by implementing in accordance with the below IFU. Instructions for ltf-s190-5 operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ ¿. Inspection of the endoscopic image¿. Olympus will continue to monitor field performance for this device.